Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continued to revert to the settings when performing a blood glucose test. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began around the beginning of (B)(6) 2011. The mss was advised the patient manages his diabetes with oral medication (type/ amount not specified). The patient continued to take his usual dose of medication. On (B)(6) 2011 at 7am, the patient claimed he felt weak and just "didn't feel well." The patient went to the emergency room (ER) and was tested on the ER meter. The patient could not specify the result obtained from the other device. The patient was administered insulin (type/ amount not specified). The patient was also treated for low potassium levels and was hospitalized for 48 hours due to a urinary tract infection (uti). At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter and the patient did not recently replace/ remove the battery which could cause an interruption of power. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. Testing on the returned meter completed on (B)(6) 2011 revealed that the voltage of the battery was low. A new battery was inserted and the meter powered on properly. A DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed. At this time, lifescan considers this matter closed.